Event description:
Clinical study. It was reported that 478 days after a coronary drug eluting stenting treatment procedure the pt expired. The index procedure treated a 3.0 x 12mm, 75% stenosed, and moderately calcified lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of a taxus express2 2.5 x 12mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged 3 days later on aspirin and plavix. Four hundred seventy eight days after the index procedure the pt expired with the cause of death as unk. The physician noted that it was unk if the target vessel was involved. A relationship assessment to the taxus stent was not provided. No autopsy was performed. The pt had not been admitted to any of the area hospitals on date of death. No further info is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.